Event description:
The hcp reported the pt experienced lethargy 24 hours after refill. The hcp reported that the same pharmacy and concentration were used for the refill. The pt has other medical problems and takes several other drugs. The pt reportedly is "recovering after being in the hosp for a few hours. Specific symptoms except for lethargy were not reported. A follow-up report will be sent if additional info becomes available.